Manufacturer narrative:
The field service technician (fst) was onsite. The fst replaced the power control board and the vacuum valves, cleaned clorina residue from around the of the machine. After power up machine and run diagnosis checks -all check passed ok. The most probable root case is a water damaged due to a leaking vacuum valve. Thus the failure could be confirmed. Fsca-2018-07-18. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary (B)(4) and further investigations and measures will be conducted in case of adverse trending. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that the hcu 40 had a burning smell from the machine. (B)(4).